Event description:
It was reported that during the implant procedure, the rv lead exhibited high pacing lead impedance. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of high lead impedance was confirmed in the laboratory and was due to excess medical adhesive found on the ring electrode.